Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was scheduled to update but it had been stuck in update, it was not communicating and was on critical override. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to update as scheduled and remained stuck on update screen. The technical support specialist (tss) found that the device did not update as planned and was stuck on the update screen. The tss confirmed with the customer that there are no current issues and case was closed. The system functioned as intended after the technical support specialist investigate the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was scheduled to update but it had been stuck in update, it was not communicating and was on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.